Event description:
The surgeon tried to use 44 #0 stem, but the canal to was too small to fit the entire broach or trial in. The surgeon then did trial with a 44 short stem and used the 44mm short implant in the patient. A cement in cement (44mm short exeter stem) was used in a patient with a varus hip and very narrow canal.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.